Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the left ventricular (lv) lead channel during a pacemaker mediated tachycardia (pmt) episode. The health care professional (hcp) suspected that it was t-wave oversensing. Technical services (ts) is to review the reports and provide their insight. The device remains in use. No adverse patient effects were reported. Subsequently, ts reviewed the reports and provided reprogramming options. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the left ventricular (lv) lead channel during a pacemaker mediated tachycardia (pmt) episode. The health care professional (hcp) suspected that it was t-wave oversensing. Technical services (ts) is to review the reports and provide their insight. The device remains in use. No adverse patient effects were reported.